Event description:
The (B)(6) male patient received a precise stent in the ostium of the left internal carotid artery. As reported by the (B)(4) registry one day post index procedure the patient experienced visual field loss on the left side. The onset was sudden. Patient was diagnosed with central retinal artery occlusion of the left eye. The event did not require any additional treatment. The symptoms are ongoing at this time.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
A (B)(6) male patient with medical history including severe pulmonary disease, hyperlipidemia, CABG and coronary artery disease received a precise stent in the ostium of the left internal carotid artery. The target lesion was severely calcified and tortuous and had been predilated. One day post index procedure, the patient experienced visual field loss on the left side. The onset was sudden and the patient was diagnosed with central retinal artery occlusion of the left eye. The event did not require any additional treatment. The symptoms are ongoing at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15183412 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.